Event description:
It was reported the handpiece was used during a laparoscopic hysterectomy. The device stopped working several times and the cutting performance was very slow. Another handpiece was used to complete the case. No pt consequence.